Event description:
On (B)(6) 2024, a patient (pt) reported irritation and ¿cornea infections¿ while wearing the acuvue® 2® brand contact lenses (cls). The pt reported being unable to wear lenses with ¿immediate irritation. On (B)(6) 2024, the pt provided additional information. The pt is an experienced acuvue® 2® brand cl wearer, but reports recently experiencing dryness, irritation, burning, redness and discomfort within a few hours of wearing the lenses in both eyes (ou) in (B)(6) 2024. The pt advised the right eye (od) was worse than the left eye (os). The pt would wait a ¿few weeks,¿ wear glasses, then try to wear the lenses again, but reports the same issues reoccur. The pt went to an eye care professional (ecp) in mid-(B)(6) and was diagnosed with ou corneal infection and prescribed moxifloxacin four times daily (qid) for 7 to 10 days. The pt was unsure of frequency or a ¿more specific diagnosis.¿ the pt was recommended to follow-up with the ecp, but didn't return, but has a regular eye exam scheduled for (B)(6) 2025. A call was placed to the pts treating ecp on (B)(6) 2024. The ecp saw the pt (date of visit not provided) and diagnosed marginal corneal infiltrates, bacterial infection ou, noting od more than os. The pt was prescribed moxifloxacin qid for 10 days and advised that the event ¿resolved without consequence.¿ the pt was not seen for a follow-up, but advised the pt had an appointment on (B)(6) 2025. The date of event will be reported as 01oct2024 as the exact event date is unknown. During this time, the pt reported using lenses from multiple cl cartons, lot number l0065cc, l0065nk and another unknown lot number. Therefore, it is unknown which lot number is the suspect lot number for the pt¿s ou event. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l0065cc and l0065nk were produced under normal conditions. This report is for the pt¿s od event. A separate report will be filed for the pt¿s os event. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.